Event description:
It was reported that during an implant procedure of a right atrium leadless pacemaker (ralp) on an 11-day post-transplant patient, that the physician attempted fixation three times and each time there was positioning failure. The ralp implant was aborted and a transvenous pacemaker was implanted. The patient condition was stable.

Manufacturer narrative:
Reported event of positioning failure was not confirmed. Visual inspection of the device found the outer helix to be out of specification. This is consistent with procedure damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.